Manufacturer narrative:
Hydraulic sub-assembly; cannister.

Event description:
It was reported by service report that the hydraulic sub-assembly is leaking fluid. No pt involvement or adverse consequences are reported.